Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin allergic reaction causing bumps, red skin, and itchiness, due to scratching had occurred while wearing the pod for unknown duration. During a routine check up on (B)(6) 2026 at (B)(6). The patient was diagnosed with contact dermatitis and was prescribed nose spray fluticason furoaat to prepare the skin before placing the pod. The visit was an hour long and was routine diabetes checkup. No blood glucose values were reported. Additionally, it was reported after using the fluticason furoaat to prepare the site the issue no longer occured. As treatment, a new pod was placed. No further information was provided.